Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to intermittent phrenic nerve stimulation. The patients condition was stable following the procedure.